Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 contained foreign matter. Verbatim: complaint via phone. Pir attached upon opening syringe from packaging there was determined to be a hair inside the barrel of the syringe. The issue was discovered prior to compounding in the IV room.